Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient ((B)(6)) underwent an underwent an atrial fibrillation (afib) ablation procedure with a watchman implant with a thermocool® smart touch® sf uni-directional navigation catheter (stsf) and suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. It was reported that while doing an atrial fibrillation procedure with a watchman implant, there were multiple steam pops at the roof of the left atrium, which was felt by the physician during the atrial fibrillation. They were using 47 watts during ablation. The patient was stable. The ablation case was continued, and the watchman device was implanted. At the end of the procedure, an ultrasound was done to check for placement of the watchman device, and it was noticed that the patient had a pericardial effusion. A pericardiocentesis was done, and 260 ccs of fluid were removed. The patient was stable, and the drain is currently being removed. The patient did not require surgical repair. The physician felt the effusion was a result of the steam pops. The patient stayed overnight for observation. Additional information was received on 11-apr-2022. It was reported that the physician¿s opinion on the cause of this adverse event is that it was due to biosense webster inc. (Bwi) product malfunction. The patient fully recovered with no residual effects. The patient required extended hospitalization for observation. A smartablate generator was used. The event occurred during ablation. An irrigated catheter was used in the event. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Graph, dashboard, vector, and visitag force visualization features were used. The visitag module was used, the parameters for stability used were 3mm for 5sec. No additional filter was used with the visitag. Time color option was used prospectively. Initially, it was noted that there was no evidence of a steam pop. However, on 24-apr-2022, additional information was received and per the physician, there were multiple steam pops noted. Since the event (cardiac tamponade) is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. The steam pop was assessed as not MDR reportable. Steam pop is not considered to be a device malfunction. Steam pop is an expected physiological phenomenon.

Manufacturer narrative:
The device evaluation was completed on 02-may-2022. It was reported that a 73-year-old male patient (73kg) underwent an underwent an atrial fibrillation (afib) ablation procedure with a watchman implant with a thermocool® smart touch® sf uni-directional navigation catheter (stsf) and suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. It was reported that while doing an atrial fibrillation procedure with a watchman implant, there were multiple steam pops at the roof of the left atrium, which was felt by the physician during the atrial fibrillation. They were using 47 watts during ablation. The patient was stable. The ablation case was continued, and the watchman device was implanted. At the end of the procedure, an ultrasound was done to check for placement of the watchman device, and it was noticed that the patient had a pericardial effusion. A pericardiocentesis was done, and 260 ccs of fluid were removed. The patient was stable, and the drain is currently being removed. The patient did not require surgical repair. The physician felt the effusion was a result of the steam pops. The patient stayed overnight for observation. Initially, it was noted that there was no evidence of a steam pop. However, on 24-apr-2022, additional information was received and per the physician, there were multiple steam pops noted. Device evaluation details: the product was returned to biosense webster for evaluation. A visual inspection and an evaluation of all features of the device were performed following biosense webster, inc. (Bwi) procedures. Visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30701931l, and no internal action was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).